Manufacturer narrative:
A ge service representative performed an onsite investigation. The remote user interface camera iris stops were calibrated and the stops were saved to the system. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during a procedure the system displayed a camera iris error message. No patient injury was reported.